Event description:
Agent ide. It was reported that in-stent restenosis occurred. In (B)(6) 2020, the proximal left anterior descending artery (lad) was noted to be 100% stenosis and was treated with 2.5 mm x 20 mm and 3.0 mm x 16 mm synergy drug eluting stents. In (B)(6) 2022, a drug eluting stent was implanted in the right posterior descending artery (rpda). In (B)(6) 2022, cardiac catheterization revealed 70% in-stent restenosis in the mid lad/1st diagonal and 95% stenosis in the rpda. The subject was randomized into the agent ide study and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The target lesion was located in the rpda and was 12 mm long with a reference vessel diameter of 3.00 mm. The target lesion was predilated with a 3.25 mm x 15 mm balloon. Following pre-dilation, the lesion was successfully treated with a 3.25 mm x 15 mm nc quantum apex balloon resulting in 40% residual stenosis and timi flow of 3. The subject was discharged on clopidogrel.